Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2000--the patient was implanted with a davol patch. The following year--the patient underwent surgery. The mesh was found to be in the superficial scar rather than the fascial level. A prolene patch was additionally placed. As a direct and proximate result of the mesh patch, the patient was injured and sustained damages in that he had to undergo three additional surgeries in 2007, as well as multiple diagnostic studies and hospitalizations due to chronic inflammation and infection of the abdomen.